Event description:
It was reported that during a follow-up device interrogation, the programmer radio frequency (rf) head lost telemetry. Troubleshooting steps were taken. The rf head was swapped out and the interrogation continued. As a result of the interrogation, the lead was found to be showing some undersensing. The lead was checked in unipolar sensing, and "significant" myopotential oversensing with isometric exercise was seen. The physician decided to leave the patient in bipolar sensing polarity, but increased the sensitivity and turned off the sensing assurance. The lead remains in use. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, telemetry functioned normally. It was noted that the label backing was starting to lift away. Product ID 5076-58 implanted: (B)(6) 2010.